Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 18 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 150 mm. Aneurysm and vessel morphology are unknown. The patient has a history of coronary artery disease and chronic obstructive pulmonary disease. It was reported that the right femoral artery was dissected, and that the cause of the dissection is unknown. The dissected artery was resolved with an endarterectomy and patch repair. Final angiogram demonstrated a branch endoleak with a successful outcome and exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.